Event description:
It was reported that during the lead revision exposed wires were noted at the distal end.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the insulation was abraded from the inside out from 71.2 cm to 72.5 cm from the connector pin. The proximal cables were exposed but not abraded.